Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken black conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm fenestrated bipolar forceps instrument was inspected prior to use. The site was performing right hemi-colon surgical procedure. No fragment fell into the patient's anatomy. There was no patient injury. The procedure was completed robotically. Photographic images of the device or a video recording of the procedure were not available for isi review. The patient information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the reported broken conductor wire issue was not confirmed by failure analysis. Internal and external visual inspection was performed, manual articulation of inputs, and electrical continuity tests/ inspections performed, and the complaint could not be reproduced. Electrical continuity test passed. The instrument was not fully functional. Additional unrelated findings state that the instrument had a frayed grip cable at the distal end. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.